Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl; cause was not known. Correction boluses were delivered to address bg. Customer was in diabetic ketoacidosis and was admitted to the hospital. Insulin drip was administered. Elevated bg/dka were resolved and customer was discharged on (B)(6) 2018. Customer declined tandem technical support's offer to perform a pump system check. Tandem sales manager contacted the customer and was informed the hospitalization was due to a heart attack rather than dka. Additionally, the customer report having experienced dka due to stress on the body from the heart attack. Customer had reverted to using manual injections for insulin therapy during recovery from the heart attack. Reportedly, the customer consulted with the cardiologist regarding resuming pump therapy.